Manufacturer narrative:
Device has not been returned to MFR for investigation and no additional details have been provided.

Event description:
Pt fell and ceramic liner cracked. Surgeon planned revision but additional details have not been provided to MFR.